Event description:
It was reported that the screen of this programmer froze during a pacemaker implantation procedure. The physician intended to do a threshold test, however the screen froze prior to initiation. A different programmer was used to complete the testing and procedure. This programmer was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device identified chipped touchscreen glass. The programmer was powered on, and the programmer's logfile was downloaded. Data review revealed two error codes were recorded while the programmer was in use in the field. One of the codes may be cleared in the field with a restart. Attempts were made to replicate the second code, and it could not be recreated in the laboratory setting. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; no anomalies were observed. The reported clinical observation of a non-responsive touchscreen was not reproduced in the laboratory setting.

Event description:
It was reported that the screen of this programmer froze during a pacemaker implantation procedure. The physician intended to do a threshold test, however the screen froze prior to initiation. A different programmer was used to complete the testing and procedure. This programmer is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The device was not yet returned for product analysis. Boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmer's liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.